Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient did not require hospitalization for the event. The peritonitis was manifested as cloudy effluent. The patient was treated with heparin (dose and frequency not reported), gentamicin (dose and frequency not reported), and cefazolin ip (dose and frequency not reported) for the peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: as the minicap was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of the potentially associated lot number gd896126 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).